Event description:
Pocket cut for corneal inlay; operator could not locate pocket entry site; patient sent home without inlay; no indication for device malfunction; combination of handling errors (inadequate applanation and shifted trajectory) is a conceivable cause.